Event description:
It was reported that the subject device had experienced horizontal lines in the image. The reported issue occurred during set up / inspection for use for an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.